Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: stent remains in patient at unintended site. Device issue: stent dislodgement. It was reported that the case involved a very tortuous lesion in the right coronary artery (rca). After predilatation, the xience was attempted to be delivered to the distal portion of the lesion, but it would not cross. The xience was completely removed from the patent. A vision 3.0 x 08 mm stent was then opened; however, the tip was damaged and it could not be used on the patient. A new vision 3.0 x 08 mm stent was delivered to the distal rca and it crossed and was deployed. Another vision 4.0 x 08 mm was deployed in the mid rca. A voyager nc 4.5 x 08 mm would not cross through the proximal rca to post dilate the stent. In looking at the vessel, the xience stent, that would first not cross and was removed, was floating in the proximal rca. A snare was used in an attempt to retrieve the stent, but that was not successful and then there was a vessel dissection. The patient was taken for coronary artery bypass graft (CABG) due to the dissection. The patient is doing well. No other patient complications have been reported. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon. There was no contrast visible. The stent implant was not returned. There were crimp marks on the balloon between the markers. The balloon was tightly folded. There were no kinks or damage noted to the inner member. The edge of the soft tip was stretched and jagged. There were multiple kinks in the hypotube. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident. Quality assurance technician analysis noted blood visible in the guide wire lumen and on the balloon, which is consistent with the sds advanced over a guide wire and into the patient's anatomy. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient's anatomical morphology, patient's disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip seal length was measured and met manufacturing criteria. Reportedly, the target lesion was very tortuous, which likely contributed to the reported failure to advance. Analysis noted the stent was dislodged from the balloon and not returned, confirming the reported dislodgement. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely a the time of manufacture. It is likely that during the attempts to cross the tortuous lesion, the stent likely loosened such that as force was applied, the stent dislodged. The reported nonresorbable material unrestrained in the body is a secondary effect of the dislodgement as a snare device was unable to retrieve the dislodged stent. Dissection, as listed in the IFU is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent, and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Dissection and hospitalization are also listed in the risk assessment as no fault patent effects. The hospitalization is a secondary effect of the dissection, as the patient was taken for coronary artery bypass graft due to the dissection. Analysis of the returned product also noted the edge of the soft tip was stretched and jagged, and there were multiple kinks in the hypotube. This damage was not originally reported and is likely a result of the procedural attempts to cross the target lesion and/or from handling during packaging for shipment back to abbott vascular for evaluation. The noted tip damage and kinks do not appear to be related to the reported issue. The manufacturing records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint, and all lot release testing met specification. The reported failure to advance, dislodgement and nonresorbable material unrestrained in the body appear to be related to the operational content of the procedure. A conclusive cause could not be determined for the reported dissection and hospitalization. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.